Event description:
This report came to carefusion from the FDA, medwatch # (B)(4). It was reported: surgeon was using a diamond jaw atraumatic 5 mm grasper #90-3009 from the general laparoscopic instrument kit #169-003 when it broke leaving a small piece of metal in the patient. The surgeon was able to retrieve the piece which broke off. (B)(6) 2013: carefusion was informed that the customer will not release the device for evaluation. Writer has asked the customer for photos and a lot number of the device. Awaiting response. (B)(6) 2013, response from customer, she has declined to send pictures of the device. She stated they could not locate the lot number on the device.

Manufacturer narrative:
(B)(4): carefusion was informed that the customer will not release the device for evaluation. Carefusion also requested the customer to send photos and a lot number of the device. The customer declined to send pictures of the device and stated they could not locate the lot number on the device. The device was not received for evaluation and additional information was not provided. A lot number was not provided, therefore, a DHR review could not be performed. Without the device, and additional information a determination could not be made. Should the device become available a new issue will be opened and an investigation will be performed. We will continue to track and trend issues with this failure mode and product code. Our records have been updated to aid in activities should another issue be recorded for this product code.